Event description:
The customer reported that during a patient event, their device would not recognize the connection of the connected patient. The customer indicated that upon arrival on scene of the reported patient event, they connected the defibrillation therapy electrodes to the patient and there was no ECG tracing showing on the monitor. The customer indicated they replaced the defibrillation electrodes with a new set; however the crew observed the same outcome of no ECG trace appearing on the monitor. The customer indicated that they connected the second set of defibrillation electrodes to a backup device and was able to observe the patient's ECG trace. Later in the event, the patient experienced rosc (return of spontaneous circulation) and survived the event.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to duplicate the reported issue. As a precaution, physio replaced the quik-combo therapy cable and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The customer later advised that the defibrillation electrodes that were used during the patient event had been disposed of and were not available for evaluation. Physio-control has made numerous unsuccessful attempts to obtain additional/clarified information from the customer about the patient and the event. The cause of the reported issue could not be determined.